Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s caregiver contacted support seeking assistance with performing a hard reset on the device. They were informed that a hard reset could not be performed. The caregiver stated that the patient consistently experienced low blood glucose levels after returning from the other parent¿s home and expressed concern that this occurred because meals were being overannounced. They requested that support review meal announcement guidance with the other parent. The other parent acknowledged providing larger meals, stating that the additional food consisted of greens, and agreed to communicate with the caregiver to align on appropriate meal sizes. The caregiver planned to reach out to the patient¿s healthcare provider for further guidance. The patient¿s blood glucose levels were affected, with a reported low of 185 mg/dl and approximately 30 minutes spent outside the target range. No back-up therapy was used, no ketone testing was performed, and no recent steroid use, medical intervention, additional assistance, or immediate adverse health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.